Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure in 2003. Fluoroscopy was performed to determine arteriotomy placement in the right common femoral artery. The device insertion was without incident. Marking was achieved. The foot was reported to be opposed to the arterial wall. The needles were delivered and captured the cuffs. The knot was delivered and the device was removed without incident. Closure was achieved. There was no report of diminished pulses post procedure. The patient was discharged home. Approximately one week later the patient returned to the physician with a complaint of right leg pain and pain in the right buttocks. The right distal pulses were not palpable. The patient was taken to surgery. The surgeon reported that the posterior intimal wall was tied off to the anterior part of the artery. A fem-fem popliteal bypass procedure was performed. The patient was reported to have recovered "nicely". Post operatively the patient was without pain and the pulses were reported to be present. The patient has been discharged. There was no report of adverse patient sequelae.